Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') and colitis microscopic ('microscopic colitis') in an adult female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, drug addiction, kidney calculus, depression, esophageal reflux, pneumonia (pneumonia, organism unspecified), colitis and uterine bleeding. Essure confirmation test done (type of test is unknown). Concomitant products included budesonide (entocort), loperamide hydrochloride (lomotil) and omeprazole (protonix) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), colitis microscopic (seriousness criterion medically significant) and the first episode of dysmenorrhoea ("abdominal pain-during period"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the second episode of dysmenorrhoea ("abdomen-during period/menstrual pain"). The patient was treated with steroids and surgery (ablation and bilateral salpingectomy, oophorectomy (one side removal of ovary), hysterectomy (partial),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and colitis microscopic outcome was unknown and the genital haemorrhage and the last episode of dysmenorrhoea had resolved. The reporter considered colitis microscopic, genital haemorrhage, pelvic pain, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') and colitis microscopic ('microscopic colitis') in an adult female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, drug addiction, kidney calculus, depression, esophageal reflux, pneumonia (pneumonia, organism unspecified), colitis and uterine bleeding. Essure confirmation test done (type of test is unknown). Concomitant products included budesonide (entocort), loperamide hydrochloride (lomotil) and omeprazole (protonix) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), colitis microscopic (seriousness criterion medically significant) and abdominal pain ("abdominal pain-during period"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abdomen-during period/menstrual pain"). The patient was treated with steroids and surgery (ablation and bilateral salpingectomy, oophorectomy (one side removal of ovary), hysterectomy (partial),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, colitis microscopic and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, colitis microscopic, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received- lot number were added. New event microscopic colitis were added. New reporter, concomitant drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') and colitis microscopic ('microscopic colitis') in an adult female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, drug addiction, kidney calculus, depression, esophageal reflux, pneumonia (pneumonia, organism unspecified), colitis and uterine bleeding. Essure confirmation test done (type of test is unknown). Concomitant products included budesonide (entocort), loperamide hydrochloride (lomotil) and omeprazole (protonix) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), colitis microscopic (seriousness criterion medically significant) and the first episode of dysmenorrhoea ("abdominal pain-during period"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of dysmenorrhoea ("abdomen-during period/menstrual pain") and device dislocation ("coil had migrated out of her pelvis into the left abdomen"). The patient was treated with steroids and surgery (ablation and bilateral salpingectomy, oophorectomy (one side removal of ovary), hysterectomy (partial),). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, colitis microscopic and device dislocation outcome was unknown and the genital haemorrhage and the last episode of dysmenorrhoea had resolved. The reporter considered colitis microscopic, device dislocation, genital haemorrhage, pelvic pain, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: discrepancy noted for essure removal date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: newly added events- device expulsion, essure removal date were updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, drug addiction, kidney calculus, depression, esophageal reflux, pneumonia (pneumonia, organism unspecified), colitis and uterine bleeding. Essure confirmation test done (type of test is unknown). Concomitant products included loperamide hydrochloride (lomotil) and omeprazole (protonix) since 2011. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("abdomen-during period/menstrual pain"). The patient was treated with surgery (ablation and bilateral salpingectomy, oophorectomy (one side removal of ovary), hysterectomy (partial),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs+mr received: event injury has been replaced by events abnormal bleeding (general), pain, pain during period, abdomen pain were added. Medical history, lab data, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.